Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a broken sensor wire. Date of issue is an approximation. The sensor was inserted into the back on (B)(6) 2018. It was reported that the patient wore the sensor for the full recommended 7 days and upon removal of the sensor, a small fragment of the sensor wire was left in the skin. Further contact was made with the patient's mother on (B)(6) 2018. She indicated that the patient had seen a healthcare provider (hcp) guidance for broken the damaged wire. The date that the patient visited the hcp is unknown. The patient's mother further stated that the patient has been able to remove the sensor wire fragments out prior to seeing the hcp. At the time of contact, the patient was doing good. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined. The sensor was inserted into the back. Labeling indicates: do not insert the sensor component of the g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the g5 mobile system is not approved for other sites. If placed in other areas, the g5 mobile system may not function properly.